Event description:
Customer reported that approx 15 minutes after unit was turned on, smoke was noted to spew from ventilator housing and room filled with smoke. There was no reported pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
Exact month could not be determined.